Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("coil is embedded within the tube"), genital haemorrhage ("abnormal bleeding") and thyroid cancer metastatic ("metastatic papillary carcinoma of thyroid") in a 34-year-old female patient who had essure (batch no. 624496,12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid nodular, hodgkin's disease and obstructive sleep apnea syndrome. She also declines depoprovera because her family members with bad reaction, laparoscopic hysterectomy. Concurrent conditions included heart murmur, hypocalcemia, hypothyroidism, sinus disorder, pre-diabetes, lymphoma, thyroidectomy, polycystic ovarian syndrome, hypertension, fatty liver, rheumatoid arthritis, thyroid disorder, depression, asthma, arthritis, skin cancer, hypercholesterolemia, pneumonia, gastroesophageal reflux disease, spinal subluxation, cervical spine, skin rough and anxiety. Concomitant products included levothyroxine sodium (synthroid) and ondansetron (zofran). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain and embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thyroid cancer metastatic (seriousness criterion medically significant), rash ("skin rashes"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin"), allergy to metals ("metal allergies"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts/follicles"), uterine leiomyoma ("fibroid uterus/ leiomyoma of uterus"), drug hypersensitivity ("severe allergy to birth control pills"), cervicitis ("chronic cervicitis"), abdominal pain ("abdominal pain") and pruritus ("constant itching in back"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, thyroid cancer metastatic, rash, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, ovarian cyst, uterine leiomyoma, drug hypersensitivity and cervicitis outcome was unknown, the dermatitis allergic and allergy to metals had not resolved, the fatigue and pruritus was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cervicitis, dermatitis allergic, drug hypersensitivity, embedded device, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, pruritus, rash, thyroid cancer metastatic, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were noted to be 3 trailing coils right side. 4 coils on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion pathology test - on (B)(6) 2016: benign thyroid tissue; on (B)(6) 2016: chronic cervicitis with squamous metaplasia on (B)(6) 2016 pathology test was performed having result 1. Left neck nodule: benign thyroid tissue. 2. Left thyroid lobe, lobectomy:a) papillary thyroid carcinoma, left lobe.- classical papillary thyroid carcinoma with foci of follicular variance, 1.8 cm. - carcinoma confined mostly within thyroid parenchymawith focal involvement of thyroid capsule, minimal capsular invasion. - lympho-vascular invasion not identified. - perineural invasion not identified. B) pathologic stage: ptlb, pnib, mx. 3. Tissue near recurrent laryngeal nerve:fibrotic and collagenous soft tissue, negative for cancer. 4. Level 3 and 4 lymph nodes:metastatic papillary thyroid carcinoma in three out often lymph nodes 5. Right thyroid lobe, completion thyroid lobectomy: a) benign thyroid lobe with multiple follicular (adenomatoid) nodules. B) minute focus of intrathyroidal parathyroid gland tissue, ? Adenoma. C) negative for papillary thyroid carcinoma. 6. Central compartment tissue:one benign lymph node and fibrofarty soft tissue negative for metastatic carcinoma. On (B)(6) 2016 pathology test was performed having result 1. Uterus, cervix, and bilateral fallopian tubes, tah and bilateral salpingectomy: a) uterus with multiple leiomyomas, largest 3.2 cm, 186 grams. B) endometrium, secretory endometrium, day 23. C) cervix, chronic cervicitis with squamous metaplasia. D) benign mesothelial cyst, simple serous cyst, right side. E) bilateral fallopian tubes with bilateral metallic contraceptive device in proximal ends of the fallopian tubes, 4 cm each in length from the opening . ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; metastatic thyroid cancer, menorrhagia, fibroid uterus, pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: from pfs events " abnormal bleeding (vaginal, menorrhagia, skin allergy, metal allergies, bladder or urinary problems or changes, fatigue, weight gain, coil is embedded within the tube, metastatic papillary carcinoma of thyroid; ovarian cysts/follicles; fibroid uterus; severe allergy to birth control pills; leiomyoma of uterus; chronic cervicitis, abdominal pain, constant itching in back" are added. Patient, reporter and product information are added. Lot number added. Concomitant and historical condition are added. Concomitant drug are added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("coil is embedded within the tube"), genital haemorrhage ("abnormal bleeding") and thyroid cancer metastatic ("metastatic papillary carcinoma of thyroid") in a 34-year-old female patient who had essure (batch no. 624496,12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid nodular, hodgkin's disease and obstructive sleep apnea syndrome. She also declines depoprovera because her family members with bad reaction, laparoscopic hysterectomy. Concurrent conditions included heart murmur, hypocalcemia, hypothyroidism, sinus disorder, pre-diabetes, lymphoma, thyroidectomy, polycystic ovarian syndrome, hypertension, fatty liver, rheumatoid arthritis, thyroid disorder, depression, asthma, arthritis, skin cancer, hypercholesterolemia, pneumonia, gastroesophageal reflux disease, spinal subluxation, cervical spine, skin lesion and anxiety. Concomitant products included levothyroxine sodium (synthroid) and ondansetron (zofran). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thyroid cancer metastatic (seriousness criterion medically significant), rash ("skin rashes"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin"), allergy to metals ("metal allergies"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts/follicles"), uterine leiomyoma ("fibroid uterus/ leiomyoma of uterus"), drug hypersensitivity ("severe allergy to birth control pills"), cervicitis ("chronic cervicitis"), abdominal pain ("abdominal pain") and pruritus ("constant itching in back"). The patient was treated with surgery (B)(6) 2016 (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, thyroid cancer metastatic, rash, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, ovarian cyst, uterine leiomyoma, drug hypersensitivity and cervicitis outcome was unknown, the dermatitis allergic and allergy to metals had not resolved, the fatigue and pruritus was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cervicitis, dermatitis allergic, drug hypersensitivity, embedded device, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, pruritus, rash, thyroid cancer metastatic, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were noted to be 3 trailing coils right side. 4 coils on left side. Current weight 277 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion pathology test - on (B)(6) 2016: benign thyroid tissue; on (B)(6) 2016: chronic cervicitis with squamous metaplasia on (B)(6) 2016 pathology test was performed having result 1. Left neck nodule: benign thyroid tissue. 2. Left thyroid lobe, lobectomy:a) papillary thyroid carcinoma, left lobe.- classical papillary thyroid carcinoma with foci of follicular variance, 1.8 cm. - carcinoma confined mostly within thyroid parenchyma with focal involvement of thyroid capsule, minimal capsular invasion. - lympho-vascular invasion not identified. - perineural invasion not identified. B) pathologic stage: ptlb, pnib, mx. 3. Tissue near recurrent laryngeal nerve:fibrotic and collagenous soft tissue, negative for cancer. 4. Level 3 and 4 lymph nodes:metastatic papillary thyroid carcinoma in three out often lymph nodes 5. Right thyroid lobe, completion thyroid lobectomy: a) benign thyroid lobe with multiple follicular (adenomatoid) nodules. B) minute focus of intrathyroidal parathyroid gland tissue, ? Adenoma. C) negative for papillary thyroid carcinoma. 6. Central compartment tissue:one benign lymph node and fibrofatty soft tissue negative for metastatic carcinoma. * on (B)(6) 2016 pathology test was performed having result 1. Uterus, cervix, and bilateral fallopian tubes, tah and bilateral salpingectomy: a) uterus with multiple leiomyomas, largest 3.2 cm, 186 grams. B) endometrium, secretory endometrium, day 23. C) cervix, chronic cervicitis with squamous metaplasia. D) benign mesothelial cyst, simple serous cyst, right side. E) bilateral fallopian tubes with bilateral metallic contraceptive device in proximal ends of the fallopian tubes, 4 cm each in length from the opening ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; metastatic thyroid cancer, menorrhagia, fibroid uterus, pelvic pain. Lot number: 12367144 manufacturing date: 2008/09 expiration date: 2010/05 . Lot number: 624496 manufacturing date: 2007/05 expiration date: 2009/04 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / unexplained pain'), embedded device ('coil is embedded within the tube'), genital haemorrhage ('abnormal bleeding') and thyroid cancer metastatic ('metastatic papillary carcinoma of thyroid') in a 34-year-old female patient who had essure (batch no. 624496,12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid nodular, hodgkin's disease and obstructive sleep apnea syndrome. She also declines depoprovera because her family members with bad reaction, laparoscopic hysterectomy. Concurrent conditions included heart murmur, hypocalcemia, hypothyroidism, sinus disorder, pre-diabetes, lymphoma, thyroidectomy, polycystic ovarian syndrome, hypertension, fatty liver, rheumatoid arthritis, thyroid disorder, depression, asthma, arthritis, skin cancer, hypercholesterolemia, pneumonia, gastroesophageal reflux disease, spinal subluxation, cervical spine, skin lesion and anxiety. Concomitant products included levothyroxine sodium (synthroid) and ondansetron (zofran). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin"), allergy to metals ("metal allergies / metals in jewelry"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts/follicles"), drug hypersensitivity ("severe allergy to birth control pills"), cervicitis ("chronic cervicitis"), abdominal pain ("abdominal pain"), pruritus ("constant itching in back"), inflammation ("swelling and inflammation") and dysmenorrhoea ("my periods got worse n I got cramps") and was found to have thyroid cancer metastatic (seriousness criterion medically significant), weight increased ("weight gain") and uterine leiomyoma ("fibroid uterus/ leiomyoma of uterus"). The patient was treated with surgery ((B)(6) 2016 (hysterectomy with bilateral salpingectomy) and total abdominal hysterectomy, bilateral salpingectomy) and thyroid removal. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, thyroid cancer metastatic, rash, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, ovarian cyst, uterine leiomyoma, drug hypersensitivity, cervicitis, inflammation and dysmenorrhoea outcome was unknown, the dermatitis allergic and allergy to metals had not resolved, the fatigue and pruritus was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cervicitis, dermatitis allergic, drug hypersensitivity, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, inflammation, menorrhagia, ovarian cyst, pelvic pain, pruritus, rash, thyroid cancer metastatic, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were noted to be 3 trailing coils right side. 4 coils on left side. Current weight 277 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: results: benign thyroid tissue; on (B)(6) 2016: results: chronic cervicitis with squamous metaplasia. Diagnostic results: on (B)(6) 2016 pathology test was performed having result 1. Left neck nodule: benign thyroid tissue. 2. Left thyroid lobe, lobectomy:a) papillary thyroid carcinoma, left lobe.- classical papillary thyroid carcinoma with foci of follicular variance, 1.8 cm. - carcinoma confined mostly within thyroid parenchymawith focal involvement of thyroid capsule, minimal capsular invasion. - lympho-vascular invasion not identified. - perineural invasion not identified. B) pathologic stage: ptlb, pnib, mx. 3. Tissue near recurrent laryngeal nerve:fibrotic and collagenous soft tissue, negative for cancer. 4. Level 3 and 4 lymph nodes:metastatic papillary thyroid carcinoma in three out often lymph nodes 5. Right thyroid lobe, completion thyroid lobectomy: a) benign thyroid lobe with multiple follicular (adenomatoid) nodules. B) minute focus of intrathyroidal parathyroid gland tissue, ? Adenoma. C) negative for papillary thyroid carcinoma. 6. Central compartment tissue:one benign lymph node and fibrofarty soft tissue negative for metastatic carcinoma. * on (B)(6) 2016 pathology test was performed having result 1. Uterus, cervix, and bilateral fallopian tubes, tah and bilateral salpingectomy: a) uterus with multiple leiomyomas, largest 3.2 cm, 186 grams. B) endometrium, secretory endometrium, day 23. C) cervix, chronic cervicitis with squamous metaplasia. D) benign mesothelial cyst, simple serous cyst, right side. E) bilateral fallopian tubes with bilateral metallic contraceptive device in proximal ends of the fallopian tubes, 4 cm each in length from the opening ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; metastatic thyroid cancer, menorrhagia, fibroid uterus, pelvic pain. Lot number: 12367144 manufacturing date: 2008/09 expiration date: 2010/05. Lot number: 624496 manufacturing date: 2007/05 expiration date: 2009/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Event inflammation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes") and weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash and weight increased outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, rash and weight increased to be related to essure. Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.